Event description:
Customer reported problems with the system booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep assisted the customer in repairing the system over the phone. No ge eval was done. Customer reports the system is operating as intended.